Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose was unknown. Customer stated that the insulin pump did not vibrate during the vibrate test. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No audio/vibrate anomaly noted during test.